Event description:
End users reported redness at the distal end of his stoma. He reports stool getting under his wafer and laying on his skin from 5-7 o'clock. This redness extends outward from his stoma approximately 7mm.

Manufacturer narrative:
Based on the available information the event is deemed serious injury. End user reports using saline to cleanse his peristomal skin. He uses 3m no sting barrier film to his peristomal and usually changes his wafer every 4 days. End user was instructed on crusting with (B)(6)powder and skin protective barrier wipes or water. Instructed on cleansing his peristomal skin with water and mild soap; one without lotions; moisturizers or creams. Instructed if area does not improve or he has any questions to contact convatec for additional instructions. Recommend a moldable convex skin barrier. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc stomahesive wafer with flexible collar and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available a follow-up report will be submitted. Reported to the FDA on: (B)(4) 2013.